Event description:
Related manufacturer reference number: 2017865-2022-06912, related manufacturer reference number: 2017865-2022-06915. It was reported that the patient presented in clinic with an infection. Unknown when the physician explanted the implantable cardioverter defibrillator, right ventricular (rv) lead, and the atrial lead. It was then reported that the patient had passed away due to an unknown cause. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: h10 analysis conclusion missing. The lead was returned for patient death. As received only the connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.